Event description:
Patient stated his last two pari lc plus have been defective and he need a new one with the order, advised the patient that we are out of refill for this but will contact the md for a new rx to replace it. Details of defect not provided. Unknown if pt has missed doses. Unknown if any adverse events experienced. Unknown if devices are available for return. Diagnosis for use: emphysema. Patient code: 4582. Device code: 2588. Reference report mw5187409.